Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found.

Event description:
It was reported that following a successful implant of the left ventricular (lv) lead there were bleeding issues at the venous site due to difficult venous access. The lv lead was pulled back during suturing. No attempt was made to reposition the lead because of the bleeding problems and it was removed. No further patient complications have been reported as a result of this event.